Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak remains unknown.

Event description:
During the atrial fibrillation procedure, an air leak occurred when applying negative pressure for flushing. The sheath was inserted into the left atrium, and the ablation catheter was inserted into the sheath and removed. When applying negative pressure for flushing, air was aspirated. Aspiration was performed several times, which could not be completely removed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.